Event description:
A dreamstation CPAP pro device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. No death, serious harm or injury was reported. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The device was scrapped by the service center after the evaluation was completed.